Event description:
It was reported that during a gastric bypass procedure, the device was not coagulating as well as he is used to this type of device coagulating. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time